Manufacturer narrative:
The field service engineer determined that a bath was dirty causing air to be aspirated into the ise fluidic pathway. The bath was cleaned. The proper operation of the analyzer was verified by running ise checks. Calibration and controls were run and these passed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received questionable results for three patient samples tested for multiple assays on the cobas 6000 c (501) module. Of the three samples, one had discrepant values for ise indirect na, k for gen.2 and a second sample had a discrepant values for ise indirect na, cl for gen.2. Incorrect values for these two samples were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued for the repeat values. The first sample initially resulted with an na value of 126 mmol/l, which repeated as 140 mmol/l when tested on a second analyzer. This sample initially resulted with a k value of 3.57 mmol/l, which repeated as 4.4 mmol/l when tested on a second analyzer. The second sample initially resulted with an na value of 117 mmol/l, which repeated as 136 mmol/l when tested on the same analyzer. This sample initially resulted with a cl value of 124 mmol/l, which repeated as 103.8 mmol/l when tested on the same analyzer. No adverse events were alleged to have occurred with the patients. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided.